Manufacturer narrative:
The product was not returned for evaluation as it remains implanted. Multiple attempts were made for additional information; no response was received. Lot number was not provided. A definitive root cause could not be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On (B)(6) 2025, orthofix was made aware of a 1-month post-operative set screw back out. Date of initial surgery was not provided. No patient injury was reported. No revision surgery is planned at this time.